Event description:
It was reported that the patient had an out-of-range (oor)/high-impedance failure on the right lead and required magnetic resonance imaging (MRI); therefore, the device was explanted. Reportedly, the patient's lower back pain has improved significantly since the patient was implanted with reactiv8 which the patient decided to explant rather than undergo a revision, as she no longer uses the therapy. The implantable pulse generator (ipg) and leads were removed completely without complications. There was no report of patient harm or injury. The ipg and lead assemblies were received for analysis. There was no allegation regarding the ipg and left lead. The ipg passed functional testing and performs properly. The oor was confirmed on the right lead. Visual inspection under a la microscope revealed one rounded fractured coil approximately 1 inch below the distal electrode #4. Both leads were cut into two segments during the explant. Therefore, no functional testing could be performed. No other damage or anomalies were observed throughout the lead. Review of the post-initial implant imaging revealed that the oor was due to an improperly positioned upside-down strain-relief loop.

Manufacturer narrative:
(B)(4). Other explanted device. Model: 8145, description: reactiv8 implantable stimulation lead, serial number: (B)(6), UDI: (B)(4). Model: 5100, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI: (B)(4). Manufacture date was based on use-by-date.